Event description:
It was reported that a user performed an incorrect supply change sequence on the insulin pump, initiating a rewind but not filling the tubing before the workflow advanced, after which the device was no longer displaying the supply change walkthrough; customer care guided the user to repeat the rewind, insert a new cartridge and tubing, and complete the remaining steps, after which insulin delivery resumed normally. Symptoms included no adverse clinical effects. Outcomes included no interruption requiring medical care and no alarms. Investigation included technical troubleshooting and user education by phone. Investigation of this case revealed user operational error related to supply change steps with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error.